Event description:
It was reported that the device shifted post procedure. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no complications that were reported to have occurred. The patient came in for their 45-day follow-up transesophageal echocardiogram procedure. The imaging showed that the closure device was shifted in the laa of the patient. The patient was not experiencing any consequences as a result of this event. The patient remained in the hospital for four days until their scheduled percutaneous retrieval procedure. The physician successfully retrieved the closure device from the patient percutaneously. There were no complications or consequences as a result of this intervention or event. The patient stayed overnight and recovered well from the device retrieval and was discharged the next day on (B)(6) 2022.